Event description:
Per complaint form: procedure started by dr. #1 performing artery exposures. After cut downs were performed dr. #2 placed introducer needle into right external iliac artery and introduced an unk wire. After which an introducer sheath of unk size (5 or 6 french) was introduced followed by a catheter. The wire that was in place was removed and replaced by a cook lunderquist wire followed by removal of catheter. Dr. #3 then proceeded by placing an introducer needle into the left external iliac artery followed by an unk wire. Needle was removed and an introducer sheath of unk size was placed followed by introduction of an angiographic catheter and then the removal of the wire. The flex main body was prepped according to IFU and dr. #2 fluoroed the device for orientation. After orienting the device he removed the introducer sheath from the right external iliac artery and the flex main body was placed on the lunderquist wire. The sheath was wiped down with a moist towel and introduced into the pt's artery. Upon introduction of the main body the device met resistance and would not advance past the aortic bifurcation. The main body device was removed and a 20 french cook dilator was placed on the lunderquist wire and introduced into the pt. The 24 french dilator met resistance and was not able to be fully introduced. The 24 french dilator was removed and the main body was reintroduced into the pt. Again the device would not advance past the aortic bifurcation so an 18 french cook introducer was prepped. The main body was removed and the 18 french introducer was introduced into the pt via the right external artery. It too would not advance past the aortic bifurcation so an 8mm angioplasty balloon was placed at the aortic/right common iliac artery origin and was inflated using an endoflator. Dr. #3 then proceeded to introduce a 2nd 8 mm angioplasty balloon through the sheath in the left external iliac artery and then matched the level of the right balloon. Both balloons extended through the aortic bifurcation and were inflated via endoflators. Both angioplasty balloons were removed and the 18 french introducer was also removed from the right external iliac artery. The main body was reintroduced via the right external iliac artery and again would not advance into the aorta. The device was removed and the 18 french introducer was reintroduced into the right side. Dr. #3 then placed the device over the lunderquist (which the rep does not recall if it was inserted at this time or at the time of 8mm balloon angioplasty) and tried to introduce the main body into the left external iliac artery. He was not able to advance the device and it was then removed and a 2nd 18 french cook introducer was introduced into the pt via the left external iliac artery. Next they used 9mm angioplasty balloons and inflated them at the common iliacs/aortic origin using endoflators. It is not certain if prior to inflation or after inflation that the pt's blood pressure dropped. Dr. #2 removed the balloon and 18 french sheath from the right side and tried to reintroduce the main body via the right external iliac artery. It would not advance so it was removed and the 18 french introducer was reinserted and a 32 mm coda balloon was used to occlude the aorta. An angiogram focusing on the aortic bifurcation was performed which did not show extravasation of blood below the level of the right hypogastric artery in the right external iliac artery. The coda balloon was deflated and removed adn 9mm fluency stent was then placed at the level of concern and deployed. The system was then removed and a 9mm angioplasty balloon was introduced through the 18 french sheath and inflated at the level of the deployed fluency stent. After this the balloon and 18 french introducer were removed and the main body was reintroduced via the right external iliac artery. The device did not advance past the level of the fluency stent and the pt's blood pressure dropped again. Upon removal of the main body and trying to reintroduce the 18 french sheath the coda balloon was inserting through the 18 french sheath on the left side and inflated in the aorta to occlude the blood flow. An angiogram was performed which showed extravasation in the right external iliac artery. Dr #1 then performed a surgical cutdown to gain access and control of the site of concern. The detailed surgical events that follow this point are not clear to this reporter, but surgery was performed until eventually CPR and other life sustaining actions were taken. The pt did expire.

Manufacturer narrative:
Death is labeled in the IFU. Difficult advancement is not specifically labeled. Event eval: still under investigation.